Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
It was reported that device was explanted due to infection (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 13, 2022.